Manufacturer narrative:
Proper part number and lot number were not provided. The allegation stated: "no info provided on the part number, an equivalent part was recorded for tracking and trending purposes." No product was returned, therefore physical evaluation, full investigation or definitive conclusions were not possible without product to evaluate. Factors affecting device performance include: device ability and surgical ability. If objective evidence or relevant information becomes available to assist with evaluation the complaint will certainly be revisited.

Event description:
It was reported that after knee surgery endobutton ultra cl fixation device may cause allergic reaction. Attempts were made to retrieve further information but no response was received from the complainant.